Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab and during use it was reported that "on the third angiography the lumen has burst at the upper end." As a result, another berman catheter was used successfully for this procedure. There was a reported delay / interruption in the case however no harm to the patient was reported. There was no reported patient death, injury or medical / surgical intervention required. The patient outcome is listed as "unknown." Additional information received on (B)(6) 2015 stated that the berman was hooked up to a pressure injector. The injection rate was listed as 6ml/s. The contrast medium: solutrast 370. The patient outcome is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. According to the event details, a contrast media named solutrast 370 was used with the product. Solutrast 370 has a viscosity of 9.5 mpa*s at 37 degrees c. The maximum recommended viscosity for this catheter is 8.4 mpa*s per the specification sheet included with the product; using a higher than recommended viscosity can potentially cause issues within the injection lumen and catheter body. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of balloon leak/rupture is not able to be confirmed. No product has been returned for evaluation. If the product is returned at a later date, an evaluation of the product will take place. The root cause of the original complaint is undetermined.

Event description:
It was reported that while in the cath lab and during use it was reported that "on the third angiography the lumen has burst at the upper end." As a result, another berman catheter was used successfully for this procedure. There was a reported delay / interruption in the case however no harm to the patient was reported. There was no reported patient death, injury or medical / surgical intervention required. The patient outcome is listed as "unknown." Additional information received on (B)(6) 2015 stated that the berman was hooked up to a pressure injector. The injection rate was listed as 6ml/s. The contrast medium: solutrast 370. The patient outcome is listed as fine.